Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10233. The patient (B)(6) reported all seven stimulation programs were suddenly deleted. A CT scan was performed with no anomalies noted. Diagnostic testing revealed high impedances on all odd-numbered contacts and the ipg software wouldn't allow new programs to be downloaded. The physician elected to proceed with surgical intervention. The ipg was replaced which resolved the reported issue. Please note: it is possible the lead extensions were also explanted and replaced. Additional information was requested; however, no further information was available at the time of this report; therefore, the lead extensions will be reported as device 2.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.